Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed therapy pcb assembly and determined that the cause of the reported issue was due to a cracked filter, designator fl29. The cracked filter caused the positive portion of the biphasic waveform to be missing.

Event description:
The customer initially reported that their device had its service indicator illuminated and had logged multiple event codes. After an evaluation of the removed therapy pcb from the device, it was observed that the device would have been only able to deliver the negative portion of the biphasic defibrillation waveform. With only a portion of the waveform being delivered, the amount of defibrillation energy being delivered can be reduced by approximately 20 percent. There was no patient use associated with the reported issue.